Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. It was reported that the a recent CT revealed that there was a there is an apparent blood clot in the external left limb resulting in occlusion of the endurant stent graft limb. Ivus revealed that there was occlusion that was not a blood clot but a mobile thrombotic fibers throughout the mid- section of the stent graft and there was some occlusion in the native left external iliac artery and some clotting within the distal portion of the endurant iliac limb. The physician elected to reline the left endurant iliac left limb with an iliac extension. The event was resolved and blood flow was restored. Per the physician, the cause of the event was related to patient anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review summary: the cause of the thrombus could not be determined for the films provided. The anatomy at implant is unknown, images during implant were not returned, and the flow dynamics could not be assessed from the returned CT¿s. Beginning ~4cm below the level of the gate ring, the left/contra limb ID was seen containing a thin (~1 ¿ 2mm diameter) continuous strand of thrombus (thrombus appeared dissected) that extended to the end of the contra limb. The bifurcate aortic body and entire length of the right limbs were patent, and no thrombus was observed distal to the limbs; bilaterally. Analysis of the returned films did not reveal any characteristics that could explain the observed thrombus. No stent graft kinks or areas of compression was observed. The thrombus may have been caused by blood flow disturbances within the left limb. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.